Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump, and completed field correction form on customer¿s behalf. Technical support explained that replacement pump would have earlier software version with update available through customer account, provided instructions for storage mode and return of malfunctioning pump within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, all of which customer understood and acknowledged.